Event description:
The outside box had a product number of 502-50, (lot 252374, expiration date 4/1/95). This was the product ordered. The inside container had a product number of 503-50, (lot 252274, expiration date 5/1/93). The discrepancy was discovered because the 503-50 product would not work in the pt's blood glucose machine. The reporter is concerned that had the pt not been in the hosp, the problem would not have been picked up quickly. The reporter stated that the box had been sealed with the MFR's usual clear tabs on both ends of the box.